Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during the implant attempt, the physician had difficulty inserting a stylet into the atrial lead. The lead was removed and a replacement was successfully implanted.